Manufacturer narrative:
E1: full name and address information (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a damaged tip. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h6, h11 corrected fields: d2a, g4 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of tip section damaged was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.